Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs/malposition of essure device location of device: right fallopian tube/perforation (other) right fallopian") and embedded device ("migration of essure device location of device: sorsa") in a 30-year-old female patient who had essure (batch no. C22912,c22912) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device malfunction "device malfunctioned and damaged fallopian tube". The patient's previously administered products included for an unreported indication: micronor and implanon. In (B)(6)2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On (B)(6)2015, the patient had essure inserted. On (B)(6)2015, the patient experienced pelvic pain ("pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal,menorrhagia)") and abdominal pain lower ("lower abdomen"), 10 days after insertion of essure. On (B)(6)2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy(removal of fallopian tubes)). Essure was removed on (B)(6)2015. At the time of the report, the fallopian tube perforation and embedded device outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved. The reporter considered abdominal pain lower, embedded device, fallopian tube perforation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she had the need for additional surgery. One side failed to close and the device was protruding through fallopian tube. Fallopian tubes needed to be removed. Unsuccessful sterilization procedure with essure implant on right side. Successful sterilization procedure with essure implant on left side only. At least 3-4 coils were visible on the right side and an incomplete coli noted on the left side! (I.e. Deployment documented),placement was appropriate. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2015: unilateral occlusion (left tube occluded), failure to occlude (close) fallopian tubes, perforation (fallopian tube).. Hysteroscopy - on an unknown date: normal appearance of the endocervical canal and normal anatomy of the endometrial cavity. At least 3-4 coils were visible on the right side and an incomplete coli noted on the left side. Pregnancy test - on (B)(6)2015: the patient is assumed not to be pregnant because she states she has been abstinent for at least two weeks and her pregnancy test is negative.. Most recent follow-up information incorporated above includes: on 24-jan-2019: pfs received :lot number added. Following events were added : abnormal bleeding (vaginal,menorrhagia),abdominal pain and device malfunction .event verbatim "perforation of organ" was updated to fallopian tube perforation .outcome of the event pelvic pain was changed from unknown to recovered/resolved. Reporter information added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs/malposition of essure device location of device:right fallopian tube/perforation:right fallopian tube/damaged fallopian tube/device was intangled within my fallopian tubes/one side failed to close and the device was protruding") and embedded device ("migration of essure device location of device: sorsa") in a 30-year-old female patient who had essure (batch no. C22912,c22912,c22812) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device malfunction "device malfunctioned and damaged fallopian tube". Medical conditions: on (B)(6) 2015: patient underwent essure confirmation test. Result: one side failed to close and the device was protruding through fallopian tube. Fallopian tubes needed. Previously administered products included for an unreported indication: micronor and implanon. In (B)(6) 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient had essure inserted. On 1-(B)(6) 2015, the patient experienced pelvic pain ("pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal,menorrhagia)") and abdominal pain lower ("lower abdomen"), 10 days after insertion of essure. On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy(removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, embedded device and abdominal pain outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, embedded device, fallopian tube perforation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she had the need for additional surgery. One side failed to close and the device was protruding through fallopian tube. Fallopian tubes needed to be removed. Unsuccessful sterilization procedure with essure implant on right side. Successful sterilization procedure with essure implant on left side only. At least 3-4 coils were visible on the right side and an incomplete coli noted on the left side! (I.e. Deployment documented),placement was appropriate. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: unilateral occlusion (left tube occluded), failure to occlude (close) fallopian tubes, perforation (fallopian tube).. Hysteroscopy - on an unknown date: normal appearance of the endocervical canal and normal anatomy of the endometrial cavity. At least 3-4 coils were visible on the right side and an incomplete coli noted on the left side. Pregnancy test - on (B)(6) 2015: the patient is assumed not to be pregnant because she states she has been abstinent for at least two weeks and her pregnancy test is negative.. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Event abdominal pain was added. Lot number was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs/malposition of essure device location of device:right fallopian tube/perforation:right fallopian tube/damaged fallopian tube/device was intangled within my fallopian tubes/one side failed to close and the device was protruding") and embedded device ("migration of essure device location of device: sorsa") in a 30-year-old female patient who had essure (batch no. C22812-invalid c22912) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device malfunction "device malfunctioned and damaged fallopian tube". Medical conditions: on (B)(6)2015: patient underwent essure confirmation test. Result: one side failed to close and the device was protruding through fallopian tube. Fallopian tubes needed. Previously administered products included for an unreported indication: micronor and implanon. In (B)(6) 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On (B)(6)2015, the patient had essure inserted. On (B)(6)-2015, the patient experienced pelvic pain ("pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal,menorrhagia)") and abdominal pain lower ("lower abdomen"), 10 days after insertion of essure. On (B)(6)2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6)2015, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy(removal of fallopian tubes)). Essure was removed on (B)(6)2015. At the time of the report, the fallopian tube perforation, embedded device and abdominal pain outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, embedded device, fallopian tube perforation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she had the need for additional surgery. One side failed to close and the device was protruding through fallopian tube. Fallopian tubes needed to be removed. Unsuccessful sterilization procedure with essure implant on right side. Successful sterilization procedure with essure implant on left side only. At least 3-4 coils were visible on the right side and an incomplete coli noted on the left side! (I.e. Deployment documented),placement was appropriate. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2015: unilateral occlusion (left tube occluded), failure to occlude (close) fallopian tubes, perforation (fallopian tube).. Hysteroscopy - on an unknown date: normal appearance of the endocervical canal and normal anatomy of the endometrial cavity. At least 3-4 coils were visible on the right side and an incomplete coli noted on the left side. Pregnancy test - on (B)(6)2015: the patient is assumed not to be pregnant because she states she has been abstinent for at least two weeks and her pregnancy test is negative.. Lot number reported c22812 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs/malposition of essure device location of device:right fallopian tube/perforation:right fallopian tube/damaged fallopian tube/device was entangled within my fallopian tubes/one side failed to close and the device was protruding") and embedded device ("migration of essure device location of device: sorsa") in a 30-year-old female patient who had essure (batch no. C22812 (invalid) c22912,c22912) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device malfunction "device malfunctioned and damaged fallopian tube". Medical conditions: on (B)(6) 2015: patient underwent essure confirmation test. Result: one side failed to close and the device was protruding through fallopian tube. Fallopian tubes needed. Previously administered products included for an unreported indication: micronor and implanon. In (B)(6) 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain ("pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal,menorrhagia)") and abdominal pain lower ("lower abdomen"), 10 days after insertion of essure. On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy(removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, embedded device and abdominal pain outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, embedded device, fallopian tube perforation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she had the need for additional surgery. One side failed to close and the device was protruding through fallopian tube. Fallopian tubes needed to be removed. Unsuccessful sterilization procedure with essure implant on right side. Successful sterilization procedure with essure implant on left side only. At least 3-4 coils were visible on the right side and an incomplete coli noted on the left side! (I.e. Deployment documented),placement was appropriate. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: unilateral occlusion (left tube occluded), failure to occlude (close) fallopian tubes, perforation (fallopian tube).. Hysteroscopy - on an unknown date: normal appearance of the endocervical canal and normal anatomy of the endometrial cavity. At least 3-4 coils were visible on the right side and an incomplete coli noted on the left side. Pregnancy test - on (B)(6) 2015: the patient is assumed not to be pregnant because she states she has been abstinent for at least two weeks and her pregnancy test is negative. Lot number reported c22812 is invalid. Most recent follow-up information incorporated above includes: on 7-may-2019: update of information (batch is invalid). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2015. At the time of the report, the perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and perforation to be related to essure. The reporter commented: she had the need for additional surgery. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.